Event description:
It was reported that the patient implanted with this pacemaker experienced shortness of breath and feeling tired with walking. The patient was subsequently hospitalized. This pacemaker was reprogrammed to a new lower rate limit of 70 and increased the minute ventilation (mv) factor to 10. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.